Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited pocket stimulation, as patient reported jumping and thumping on the side of the pacemaker. There was a recent lead safety switch of the right ventricular (rv) lead to unipolar due to a low impedance out of range of <200 ohms. Lead check in unipolar and bipolar done and all measurements are within expected range. Noise reproduced in unipolar but not in bipolar. Device continues in use, where a change back to bipolar was recommended by boston scientific technical services (ts) since all measurement during the test were within expected values. The patient was added to latitude and given a communicator to continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the field representative reported there had been two lead safety switch (lss) due to low out of range pacing impedance measurements. Bipolar impedance was 435 ohms and unipolar was 250 ohms when the patient was in the office. While in the office they were also unable to reproduce any noise with pocket manipulation or isometrics. It was noted that the patient is only paces 17 percent of the time. The pacemaker and right ventricular (rv) lead remain in service and no adverse patient effects were reported..